Event description:
Additional information received from MFR. On 7/29/1999: the failure mechanism of motor stoppage that was reported could not be duplicated by service personnel or by hospital personnel. When a motor failure occurs, it is caused by either the motor control board or the drive motor. Both of these critical components were replaced by the service technician as a precaution. The motor control board was not returned to the manufacturer for analysis. The drive motor was returned to the manufacturer. The drive motor was tested again in the service shop and found to pass functional tests. The analysis is inclusive, although the event described was most likely caused by a motor control board problem.